Event description:
It was reported that guidewire coating issue and vessel occlusion occurred. The patient presented with arteriosclerosis obliterans of the lower extremities and underwent angiography. A 300cm, 8cm v-18 control wire was advanced; however, during the procedure, the hydrophilic coating on the tip of the guide wire fell off (about 2cm long) and remained in the vascular cavity. Angiography showed that the blood flow of the vessel was affected. In order to remove the remaining coating, additional procedure or intervention were required potentially increasing the risk of procedure and anesthesia. The physician used 6f guiding to perform thrombectomy to remove the residual coating material completely. Angiography showed that the blood flow was restored, and no damage was caused to the patient. No further complications were reported.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: (B)(6).

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. E1 - initial reporter address 1: (B)(6). F10 - device codes: corrected. H6 - device codes: corrected.

Event description:
It was reported that guidewire coating issue and vessel occlusion occurred. The patient presented with arteriosclerosis obliterans of the lower extremities and underwent angiography. A 300cm, 8cm v-18 control wire was advanced; however, during the procedure, the hydrophilic coating on the tip of the guide wire fell off (about 2cm long) and remained in the vascular cavity. Angiography showed that the blood flow of the vessel was affected. In order to remove the remaining coating, additional procedure or intervention were required potentially increasing the risk of procedure and anesthesia. The physician used 6f guiding to perform thrombectomy to remove the residual coating material completely. Angiography showed that the blood flow was restored, and no damage was caused to the patient. No further complications were reported.